Manufacturer narrative:
The event occurred on an unknown date in 2018. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture revealed the presence of a red discoloration in the effluent fluid, both in the effluent line and in the effluent bag. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m100 set presented a "blood leak" alarm, membrane rupture and blood in the effluent bag. The amount of blood loss was estimated to be approximately 152 ml. A blood transfusion was performed. The patient outcome was not reported. No additional information is available.